Manufacturer narrative:
Method and results: no product will be returned for eval.

Event description:
Pt reported that he experienced elevated blood glucose of up to 450 mg/dl due to insulin leakage from the infusion set. On several occasions, there was blood in the infusion tube and the self-adhesive was wet. Pt was unable to provide dates of when this happened. Pt was able to correct hyperglycemia by delivering insulin through the infusion device. Pt changes the infusion set every 2 days. Pt did not have an infection or start new medication. Pt did not require treatment from a health care professional or second party to address the issue. Infusion sets were discarded and were not returned for eval. Pt was unable to provide the lot number, therefore, the complaint could not be investigated.